Manufacturer narrative:
H3/h6: analysis was completed. The post for marker #3 had been broken off and was missing from the returned probe. The tip of the probe was also nicked and bent. Codes b01, c07, and d02 apply. G2: foreign country - italy this regulatory report is being submitted due to retrospective review through CAPA 684732. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the probe was d amaged. There was no patient involvement.